Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, a vein was injured. There was no conversion. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported and no additional information is available. The incident occurred last year.